Event description:
It was reported the catheter became disconnected at the anchor. As a result, a revision occurred. During the revision, the catheter was trimmed leaving the spinal portion intrathecal and spliced a pump segment using a revision kit. The pump was also replaced at that time for a normal end of life. Per the patient, it was thought that the catheter may have become disconnected ¿a while ago¿ when he fell out of his wheelchair. The patient recalled some itching, but it was unsure if the itching was related. The patient¿s status at the time of the event was indicated as alive, no injury and the patient was recovering well. On (B)(6) 2015 it was reported that per the healthcare provider, the patient was having better tone/spasm control. The sections of the old catheter were not re-used, they were removed. 15 cm of the spinal portion remained in use. The healthcare provider further reported that the patient had a pump implanted in 2008. It was noted that approximately 6 to 8 months ago the patient flipped his wheelchair and experienced worsening tone thereafter. At the time of the event the patient was also receiving oral baclofen 20 mg hs. The patient was referred to the hcp for a pump replacement. At surgery, an intact intraspinal catheter was found but it had snapped/broken at the anchor and retracted to right flank. The hcp was able to splice into the catheter and implant a new pump. The itb dosage was decreased by 50% and so far the patient was doing well. The patient recovered without permanent impairment. The pump was used to deliver lioresal.

Event description:
Additional information received reported that an x-ray from (B)(6) 2013 showed that the catheter had been disconnected.

Manufacturer narrative:
(B)(4).

Event description:
In 2014, the patient told his doctors that he didn't think that the pump was working and he was having terrible spasticity. The patient stated that he was informed at that time that "it didn't break". Then when the patient had surgery on (B)(6) 2015, he was told that the catheter was broken and had been broken for a while. The pump was replaced due to normal battery depletion not because of an issue with the pump. The patient was told that the area where the catheter was at had "grown over and closed the hole" and this was why the doctor told him it had been broken for a while. No dye studies were done.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n161576023, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated catheter failure had occurred and the patient had experienced withdrawal, pain, paresthesia, and spasticity. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n161576023, implanted: (B)(6) 2008, product type: catheter. (B)(4).